Event description:
Philips received a complaint by the customer on the v60, indicating that the caster was broken. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the caster was broken. The device was brought to the shop and casters were ordered for replacement. Resolution and disposition are pending.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 04apr2024, the caster was replaced, and the device was returned to service. The caster was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.